Event description:
It was reported that the field representative called for review of device data as there was some events with right ventricular (rv) lead noise. Isometrics and pocket manipulation was performed, and the noise could not be recreated. It was noted that all serial impedances were all within normal range. Additionally, it was observed that when the patient went to move her oxygen tank there was some non-physiologic signals. The patient also mentioned that the device has migrated and that the pocket is tender. Shock lead impedances were high out-of-range measuring 126 ohms. Technical services reviewed the device data and found that this patient with an implantable cardioverter defibrillator (ICD) exhibited noise that was being oversensed. Pacing impedances have been stable in the 600s however, there was one measurement that dropped to 500 ohms. Technical services discussed possible causes and recommended a lead revision. The field representative will discuss with the provider. At this time, the ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.